Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2 reference MFR. Report#: 7487-2019-04033. It was reported the patient stopped charging their system due to inadequate stimulation. As a result, surgical intervention was undertaken wherein the entire system was explanted.